Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3888-45, lot# v804748, implanted: (B)(6) 2011, product type: lead. Product ID 3888-45, lot# v804748, implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that since implant when stimulation is on he feels pain and swelling at the pocket site. The swelling and pain goes from the left back to groin area. The patient stated that he tried to decrease stimulation and reported it helped a little, but when he keeps it on for a period of time the swelling and pain come back. The patient stated that the device was helping control his pain, but also created left back pain to groin area that is unbearable. Additional information received from the healthcare professional reported that the cause of the event was unknown. No abnormal impedance measurements were reported and no edema was noted as per the reported event. The patient was having pain at the generator site and was considering moving the generator to the abdomen. Further information received from a legal representative reported the patient had pain and discomfort at the implant site. It was also reported that the patient had a burning pain in the left thigh and weakness in the lower extremities that was limiting walking and standing causing an antalgic gait. It was stated that the patient had tenderness at the spine and a reduced range of motion. The patient had hypoesthesia in left anterior thigh and reported the additional symptoms of arthralgia, nausea and sexual dysfunction. The pain made the patient feel depressed, frustrated, helpless and hopeless. It was reported that the pain interferes with sleep and daily activities and caused a tingling sensation in the patient's back. The patient had the implant and all leads explanted due to discomfort at the pocket site. The indications for use were non-malignant pain, failed back surgery syndrome, lumbar post laminectomy syndrome and lumbar radiculopathy. No device issues reported. If additional information is received a follow-up report will be sent.